Event description:
It was reported that a week post implant, the patient was experiencing chest discomfort and pain with inspiration and when sitting forward. An echocardiogram showed right ventricular lead perforation and a small effusion. The lead was explanted and replaced. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical device: rvdr01 implantable pulse generator, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found. It was noted that the distal electrode was covered with body tissue/fibrotic growth. The outer insulation was cut and a visual summary indicated apparent explant damage. The analyst commented that the lead was received partially retracted with body tissue/fibrotic material on the helix. Helix was cleaned in preparation for helix extension/retraction and length testing. Extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.